Event description:
A report was rec'd from FDA's medical products reporting program stating that a pt experienced symptoms of "the fungus keratitis virus eye infection" while using renu multiplus multi-purpose solution. He stated that he had experienced the symptoms for three months. Additionally, the pt reported, "I have gone to the hosp a couple of times but nothing solves my problem." Although requested, no further info was reported.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as requirred. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.